Event description:
It was reported that the pt underwent a lumpectomy with axillary dissection of the left chest in 1996. Electrocautery was used for hemostasis. Absorbable suture was used to close the breast in the subcuticular tissue. Post op pt was started on taxatir. Pt developed left breast infection and was re-hospitalized for four days. Pt was returned to the or for an I&d. Cultures were obtained and were positive for staph spp. Pt was treated with IV ampicillin/sulbactam and responded well. Pt was discharged on oral cipro.